Event description:
This 40 year old pt underwent implantation of an aicd on 12/4/97, secondary to v-fib. She was at her 15 month followup appointment. When the staff connected the programmer (interrogation machine) there was no response at all. They then tried to obtain tone by magnet again with no response, tone or beep. Pt was negative for syncope or palpitations. Plans were made to remove the device but not leads unless necessary. At procedure 3/17/99, the lead was tested and found to be working therefore only the pulse generator was replaced. Per the MFR, the machine was tested with 2 shocks, one for defibrillator threshold, and one at high output. Both were successful.